Manufacturer narrative:
Certificate of conformances review was performed for lot# 7663002731003, (B)(4), expires 2014-10 and lot # 7663002664005, (B)(4), expires 2014-07. All inspections passed. There are no nonconformances associated with these lots. In addition, the surgeon training and fmea were reviewed. No new risks were identified. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of spec. The most probable root cause for the incorrect placement of the ifuse implant was due to the pt¿s abnormal sacral anatomy.

Event description:
It was reported that based on a post-operative CT scan, dr. Moore performed an ifuse implant explant on (B)(6) 2012, one day after the device was implanted. The superior implant was anterior and was removed and replaced by an iliosacral screw. The pt has had no sequelae from the procedure.